Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer. This investigation is ongoing and not yet complete.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 07/27/2016, merge was notified that on an unknown date, uploading a report would intermittently cause the dominator station to crash. There was no reported adverse event to a patient. However, the station crashing while uploading a report has the potential to delay patient treatment and/or diagnosis, if the report does not upload to the server before the station crashes. The report may need to be re-dictated if the report is not recoverable. (B)(4).

Manufacturer narrative:
Testing and investigation determined that when the application was waiting for a long-running operation (such as a database operation) in the foreground and the background report upload tasks were completed before the universal manager message pump returned to processing, this caused the staton to crash. This issue was resolved in release 11.1.1.2, where the report upload system no longer attempts to read from the task memory if the task is not associated with an active job.